Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided a single shock when the patient's rhythm fell into the ventricular tachycardia (vt) zone but eventually accelerated on its own into the ventricular fibrillation (vf) zone. Quick convert anti-tachycardia pacing (atp) was delivered but was not successful and then the shock was delivered which slowed the rhythm down. Due to the lack of an atrial lead technical services (ts) was unable to determine whether or not this was atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the device was operating as programmed. This device remains in service. No additional adverse patient effects were reported.